Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated with update to d8,d9, h3,h4 h6 coding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation and the information provided, it is likely that the break was due to wear/tear. However, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the resection sheath ceramic tip was broken. The issue occurred during preparation for use in a therapeutic electron microscope procedure. There was no delay, and the procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Full e1 address establishment name: (B)(6) hospital.